Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012819392); product type: 0195-heart valves; product ID: l-evolutfx-2329, (lot: 0012758106); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of severe aortic stenosis and a baseline right bundle branch block with trifascicular block underwent a transcatheter aortic valve implantation using a 29 millimeter (mm) evolut fx+ valve. The procedure began with the placement of a temporary pacing wire to the right ventricle as a precaution due to the pre-existing conduction abnormality. The valve was implanted in a high position approximately 1-2 mm below the annulus, which was accepted by the implanting team and fully deployed. Fluoroscopy was performed to assess for paravalvular leak, aortic regurgitation, and gradient, with no paravalvular leak, aortic regurgitation, or gradient observed. Following valve implantation and closure of the femoral access site, the patient developed complete heart block and became pacing dependent. A permanent pacemaker was subsequently implanted as treatment for the complete heart block. No patient complications have been reported as a result of this event.